Manufacturer narrative:
The pump was received with broken battery tube thread, stained and or discoloration on end cap sticker, broken reservoir tube lip, and loose and or protruded drive support disk noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks on their insulin pump and some discoloration. It was reported that the reservoir contained small cracks. It was reported that the customer's blood glucose was 306mg/dl.